Manufacturer narrative:
A segment of silicone catheter (~45 cm) was returned. The catheter was tied in a knot at its approximate mid-point. The returned catheter was dimensionally characterized and found to be within specifications. A visual inspection showed that there was bruising at one end of the catheter, indicating that the catheter was properly connected. No nicks or abrasions were noted on the catheter length. The investigation found evidence that the catheter was connected properly to the port. It is unclear why the catheter disconnected from the port body.

Event description:
Cook (B)(4) reported for the customer, "patient went to his gp and he tried to rinse and patient got a swollen arm and he then went to the hospital on (B)(6) 2013, they removed the port and saw that the catheter got detached. Port not available, but rep will send back the catheter and x-ray." As per complaint form: "patient went to his physician, to flush the port, after flushing the patient got a swollen arm, and went to the hospital, they decided to do a port explanation, in the explanation they saw that they catheter was detached and placed in the vena pulmonalis. They rescue the catheter with a sidewinder catheter. Patient is also fine." A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.